Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the top of the pump. The fill port seems to be loose. This was observed after the pump was disconnected. The device contained fluorouracil and dextrose 5% solution. The bladder appears to not be secured to the rest of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b3, h4, h6, and h11: h4: the lot was manufactured between february 21, 2024 ¿ february 24, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (replace b17 with b01, c20 with c13), h11. Correction to h4. H4: the lot was manufactured february 21-24, 2025. H11: the device was received for evaluation. Visual inspection on the returned sample via the naked eye noted cracks on the fill port. There was no evidence of a loose fill port; the fill port was securely attached to the device. Further inspection on the cracks under a microscope suggested an unknown external force may have likely been applied onto the fill port during product use which consequently caused cracks on the fill port then resulted in leakage. A leak was observed at the cracks area on the fill port when the device was leak tested by filling the bladder with green color water. The reported leak was verified. The cause of the cracks could not be determined; however, is most likely due to an external force during customer use. Should additional relevant information become available, a supplemental report will be submitted.